Event description:
In 2008, the patient's mother reported spilling insulin in the cartridge compartment of the infusion device. They were not connecting the infusion tubing to the insulin cartridge prior to insertion into the infusion device and insulin was leaking while adjusting the piston rod. The mother has worked with a trainer and now understands that the infusion tubing must be connected to the insulin cartridge prior to insertion. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.